Manufacturer narrative:
Pump received with broken reservoir tube lip and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir lip ring was cracked. The customer stated that the reservoir did not lock into place. Customer stated the insulin pump had cosmetic damage. Customer was using the correct reservoir size she confirmed that the insulin pump was fully rewound and the piston was at the bottom ran displacement test and it passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.